Manufacturer narrative:
The customer's meter was returned for investigation. The return meter would not power on during investigation. The meter was examined and the battery contacts and the circuit board are contaminated by liquid from the battery which has penetrated and corroded the solder contacts. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Unique identifier (UDI) # (B)(4). Initial reporter occupation was lay user/patient.

Event description:
There was an allegation of a display issue with the coaguchek xs meter. The meter would not power on and the batteries were replaced. The meter then powered on and the display had dashes in the upper left corner and a solid line in the middle of the display. The customer stated there may have been numbers where the dashes were but she could not make them out. The meter was powered meter off and then the power button was held. The full display appeared normally, and all icons, numbers, and letters could be seen without difficulty. When the button was released and set, dashes in the upper left corner and a solid line in the middle appeared. The meter was powered off then the m button was pressed to access the memory. The time and date did not appear with the stored result. The customer stated the result was 1.8 with inr for the units. However, she stated the 1.8 appeared to be faded so was not sure. There was no actual misinterpretation of a result.